Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from the other non-health care professional. This case concerns a (B)(6) patient (gender unspecified) who received treatment with synvisc one injection and after unknown latency the patient experienced swelling, hot to touch and pain. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once (indication, lot number, expiration date: not reported). On an unknown date in (B)(6) 2017, after unknown latency the patient experienced swelling, hot to touch, knee pain in the right knee. Corrective treatment: unspecified steroid for all outcome: unknown for all a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for all